Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed. The review of the lot history record (f1614001) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it should be noted that the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Additionally, per the mynx instructions for use (IFU), the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that 11 days after the mynxgrip device was used for arterial closure, the patient presented to the emergency department (ed) with puss extruding from an abscess at the groin site. The device was used in conjunction with a 6f procedural sheath following a diagnostic procedure. There were no multiple sheath exchanges. The procedural sheath was placed in the profunda/bifurcation. There was a slight narrowing at the ostium of the profunda. As reported, the device was deployed "fine" and there was no noted hematoma at the time of the deployment nor after the deployment. A groin doppler was performed when the patient presented to the ed. One day after the patient presented to the ed, the patient was sent to surgery to have the abscess drained. The patient was noted to be fine, recovering with no other complaints and discharged from the hospital five days later. The patient was not given any antibiotics. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Note: MFR report # 3004939290-2016-00209 follow up 1 was originally submitted on 08/24/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 08/26/2016.

Event description:
The following additional information was reported: the device packaging was not compromised during storage. The packaging was opened in a sterile field at the time of deployment. Hospital protocols (i.e. Sterile technique) were followed and the access site was cleaned and prepped in a sterile fashion with chlorohexidine solution. The procedure was a coronary procedure and was performed as an outpatient. No medications were used as treatment.